Event description:
Penile prosthesis herniated out of corpous cavernosa causing need for removal. On pathological exam, one surface of the capsule surrounding implant was smooth and glistening with numerous irregular folds while the other surface was finely granular. The following diagnoses were established: scrotal tissue hyalinized fibroconnective tissue with organizing fibrin and foreign body giant cell reaction to polarized foreign material. Capsule: hyalinized membranous fibrous connective tissue, consistent with fibrous reaction to prosthesis.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: end of life - premature, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.